Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link needle-free IV connectors experienced connection issues with unspecified intravenous (IV) catheters. It was reported that on multiple occasions, the one-link connector disconnected from the IV catheter during power injection of contrast for CT (computed tomography). There was no patient injury or medical intervention associated with this event. No additional information is available.